Event description:
It was reported that a clearlink system continu-flo solution set leaked from the port. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b3, b5, h4, f10/h6: medical device problem codes, f10/h6: component codes additional information for b5: additional information was received and it was reported that the tubing of a clearlink system continu-flo solution set separated from the solvent bonded y-site below the roller clamp which resulted in a fluid leak. (Previously reported as ¿leaked from the port¿). H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was a separation between the tubing and the second y-site clearlink. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.